Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Reporter alleged obtaining the results of 48 mg/dl and 94 mg/dl back to back within 10 minutes on the active s system. Reporter stated that within 10 minutes of the 94 mg/dl, he obtained another result of lo (less than 10 mg/dl) on the same aviva system. Reporter stated that the strip only had a very small amount of blood on it with the lo result and that his finger was pretty wet with water for the 48 mg/dl result. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Event description:
The device was returned to the manufacturer for repair. During the repair, it was reported that the device began to run on its own when the battery was inserted. There was no reported user or patient injury.